Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an health care professional (hcp) contacted boston scientific technical services (ts) after noticing pauses following premature ventricular contractions (pvcs). The hcp wanted to know if this was normal. Ts explained that it was normal if certain features are turned on with the device. The hcp was not aware of how long the pauses were, therefore ts was not sure if this was a pvc or an oversensing issue. Ts explained that if the hcp is concerned with the pauses, they should get a programmer to interrogate the device to see what the device is seeing. No boston scientific field representative was called to check this patient's device. Boston scientific received additional information that the patient passed away three days later. An online obituary states the patient died peacefully surrounded by family. No allegations were reported around the time of death suggesting product involvement in the patient's death.

Event description:
The patient's following physician's clinic was contacted for additional information. The patient's device had previously been deactivated when they were seen in the sicu or emergency room. According to the field representative, if there were any concerns related to the device or leads, they would have been aware. The clinic was only aware that the patient died, they did not have any additional details.